Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation of the evlt/pvak procedure, when removing the laser fiber from the sterile packaging, it was noted the fiber had fractured inside of the packaging. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to this event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.